Event description:
Patient presented to the physician for post-implant follow-up with significant tongue weakness, dysphagia, and dysarthria. Neurapraxia was suspected, and the physician prescribed steroids. Physician will re-evaluate in six weeks.